Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 4.3. Date: (B)(6) 2011; inratio: 2.9. On (B)(6) 2011, pt's coumadin was held due to inratio result. Pt's therapeutic range: 2.0-3.0 inr.